Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was programmed to pacing only, with a lack of pacing noted. It was suspected there were long pauses for pacing delivery and that the patient had asystole episodes. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5172729.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.